Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively. The explanted device was not returned due to hospital disposed of the battery. No device malfunction was suspected.

Manufacturer narrative:
Correction to the initial MDR h6.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively. The explanted device was not returned due to hospital disposed of the battery. No device malfunction was suspected.